Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported unintended movement (clip open / efaa) associated with the clip opening to 30 degrees during efaa appears to be due to tension from the clip¿s entanglement. The cause of the reported entrapment of device (clip caught on chordae) associated with the clip entangling with papillary muscle / chordae could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report device entrapment and unintended movement. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 3. A mitraclip xtw was used, but positioning was not optimal. After inverting and pulling back the clip back towards the atrium, the clip had been observed to have pulled lightly on the papillary muscle. Troubleshooting was performed, but the clip was unable to be freed. Both leaflets were able to be grasped; therefore, the clip was attempted to be deployed. However, while establishing final arm angle (efaa), the clip opened to 30 degrees. Troubleshooting was performed and the clip was able to pass efaa. The clip was deployed without further issues, mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.